Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer miscalculated the amount of carbohydrates consumed when delivering a bolus, and subsequently, a larger than needed bolus was delivered. In addition, the customer alleged that the pump over delivered insulin after the correct amount of insulin was calculated, and an occlusion alarm occurred. Customer's blood glucose (bg) level was "low", however, specific bg value was not provided. Customer consumed carbohydrates and glucose tablets to address bg. Customer declined troubleshooting with tandem technical support and declined to provide further information regarding issue. Reportedly, customer reverted to an alternate pump for insulin therapy.